Event description:
It was reported that during a da vinci-assisted surgical procedure, the reload fired but did not staple all the way. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the doctor does not remember the information from the surgery regarding the reported issue or patient information and is not able to answer the questions. The doctor suggested to reach out to another contact at the site. No other information has been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green sureform stapler reload involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "reload fired but didn't staple all the way". The reload was found to have the knife exposed within the knife track. No damage was observed on the knife edge. The reload was found to have a firing failure. The stapler that fired this reload was not returned. It is unknown on what date this reload was used. As a result, logs were not obtained for this reload. The batch sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the reload was found to have a firing failure and exposed blade within the knife track. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.